Event description:
It was reported that errors occurred during ultrasonic, was oscillated when mode was changed from dia to phaco 1. The errors were 160 (gfi pressure is too low) and 161(gfi pressure is too high). Vrt-ai (veritas advanced infusion pack) was reportedly not reused for multiple patients. Customer replaced tubing pack; however, the issue was not resolved. Customer did not reboot the machine. Procedure was successfully completed with backup machine. There was no patient injury. It is unknown the problem was caused by vrt-ai or veritas console. This event will capture information for veritas console. A separate MDR is being submitted for vrt-ai. No further information was reported.

Manufacturer narrative:
Additional information: after the surgery, customer tested priming with opo73, and it passed without any issue. Device evaluation: a review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.